Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 2.5 mmol/l (45 mg/dl) while wearing the pod longer than 48 hours. Symptoms reported include seizure and vomiting. Emergency services were called and the patient was transported to the hospital by ambulance. The patient was still wearing the pod and insulin delivery was paused. Additional hospitalization information was solicited but unavailable.